Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by a sales representative (sr) that the programmer displayed a message concerning noise during a device interrogation, and to move the radio frequency (rf head) and re-interrogate. The sr interrogated the device many times until 100% interrogation was achieved and the session was completed. Technical support (ts) left a voicemail for the sr explaining that there could be external noise at that location or there could be a bad rf head or connection that could cause noise. If it continues to happen, the programmer would need to be seen by the service department. The programmer remains in use. No patient complications have been reported as a result of this event.